Event description:
The suspect device result was 248 mg/dl. The user was not feeling well and called the emts. When the emts checked their glucose the level was 50 mg/dl. Pt was taken to the hosp and treated with an IV. The same event occurred twice. Controls were not used. The device was replaced and requested to be returned for eval.